Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. A supply change was performed resolving the occlusion. Customer's blood glucose (bg) level ranged from 230 to over 500 mg/dl. A correction bolus was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.